Event description:
Getinge became aware of an issue with one of our table 116001a0: otesus or table column, stationary. As it was stated during a robotic procedure, the operating table unexpectedly moved from a head-down position to a horizontal position, and the legs returned to their neutral orientation, while the da vinci system remained docked with instruments inserted. The surgery was completed. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely unintended movement resulting in change of the position of the patient, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). D10 concomitant products: 115030b0 - modular universal table top sn (B)(6). 116091ae - ir remote control sn (B)(6).